Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The low reservoir alarm and no reservoir alarm functioned properly. No unexpected no reservoir alarm anomaly or alarm memory and alarm history anomaly noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.